Manufacturer narrative:
Investigation results: two photos of a 5ml luer-lok syringe were received by bd. A quality engineer was able to examine the photos from batch 3321881 regarding item 309646. One image shows the top web side of a package with all applicable product information, and the other photo shows a close-up of the clear side of a sealed package with the barrel flange covered in an unknown brownish-grey foreign matter non-fluid path internal to package. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter non-fluid path internal to package defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3321881 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "sterile syringe visibly soiled in packing." Sterile syringe visibly soiled in packing - images attached including dirty syringe and lot information. Product#: 309646, lot#: 3321881.